Event description:
It was reported that a patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2012 and straps were used to fixate the mesh. During the procedure, the surgeon fired the device several times and each time the strap broke at the base of the anchor. It was almost as if the material had already started degrading. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and it worked normally. There is not enough evidence to confirm degrading of the straps because all of the straps looked like they were in good condition.